Event description:
MFR rec'd a report of a person in a power wheelchair driving off a van lift and sustaining a broken tooth. Subsequent eval did not reveal a malfunction which could have lead to the alleged incident.